Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump became nonresponsive after the battery depleted during sleep, and although the charger indicator showed green, the device would not power on or reboot despite a prolonged charge and button press attempts; the event was handled as a hardware screen/power failure and a replacement ilet was provided. Symptoms included no adverse clinical effects, and blood glucose was reportedly unaffected. Outcomes included temporary interruption of pump therapy with continued cgm use via a compatible app or receiver. Investigation included case review, verification of device details, and logistical assessment for device replacement and return and inspection of the returned device. Investigation of this device revealed a suspected device hardware malfunction related to the display or power subsystem that prevented user interaction and restart. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction requiring device replacement.